Manufacturer narrative:
(B)(4). The patient was not harmed or injured as a result of the event. The se inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator failed the oxygen (o2) calibration. The patient was removed from the ventilator and placed on an alternate ventilator.